Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 340 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient had been experiencing increased lower extremity spasticity and spasms over the last two days. It was noted that the patient had a baby approximately four months ago. Pump logs were checked and nothing out of the ordinary was noted. No audible alarms were heard and the last refill was (B)(6) 2016. The healthcare provider (hcp) was to send the patient to have x-rays and a possible catheter issue was suspected. A dye study was planned. The issue was not resolved and the patient was noted to be "alive - no injury". No further complications were reported or anticipated. According to the print report provided as examined on (B)(6) 2017, the pump was delivering lioresal (concentration 2000 mcg/ml, dose 340 mcg/day) the estimated elective replacement indicator was 20m. No further complications were anticipated/reported.